Event description:
Upon investigation of an unrelated complaint, the zoll service department discovered that a (B)(6) female pt's charger/modem was not powering up. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. The cause for the charger/modem not powering up was a defective power brick. The root cause of the defective power brick cannot be positively identified. No adverse event resulted from the defective power brick. The pt rec'd a replacement battery charger/modem.